Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was non-funtional wherein, the patient had difficulty charging the device and communicating the ipg to the remote control. It was also noted that the ipg became easy to move and flip in the pocket, and would warm when charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.